Event description:
Customer reported an issue with the passport 2 monitor, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included reseating the unit's cpu and internal boards. Unit was a safety tested to factory's specifications.